Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The trufill dcs was inspected and several kinks were found on the hypotube. The introducer was received zipped and residues of dry blood could be observed on it. Part of the support coil was found inside of the introducer and it was found broke, the rest of the support coil, gripper and just the head piece of the embolic coil that it was still attached to the gripper was received separated of the unit in one (B)(4) bag. The rest of the support coil was inspected and one kink was noted on it while the gripper was found with wave condition in middle of it. The rest of the embolic coil was not received for evaluation. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented wave condition in middle of it. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The support coil was inspected under microscope and appears that it was elongated before it was broke/separated. The od from the delivery tube was measured and was found within specification according to document (B)(4). The functional test could not be performed due to the conditions of the received unit. (Trufill dcs - several kinks). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "detachable coil delivery system (dcs) - impeded" could not be evaluated due the conditions of the received product. The failure as "delivery tube - separated-during use" was confirmed during the analysis. The cause of the separation apparently occurred due to excessive force was applied; this can be deduced because the support coil was found elongated. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during a coil embolization procedure the detachable coil delivery system was impeded and the delivery tube separated during use. During a coil embolization procedure for the right gastric artery prior to reservoir placement, the coil was advanced in the microcatheter (detail unknown); friction was felt in the middle portion of the microcatheter and stuck in the mc. The vessel was not calcified and mildly tortuous. When all the system was pulled back to be removed from the patient's body, some friction was felt again. Separation was observed approx. 20cm from the distal tip of the delivery system after removal. Another product was used to complete the case. The procedure was completed without adverse event. A constant and dedicated saline source was utilized at all times. After the device was stuck, no additional force or torque was applied to advance or removed the device, and after removal, other than the reported event, no other damages were noticed on the coil (kink, bend, fracture, separated, detached, etc), delivery system (kink, bend, separated, fracture, etc), or introducer (kink, bend, fracture, separated, etc). A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The trufill dcs was inspected and several kinks were found on the hypotube. The introducer was received zipped and residues of dry blood could be observed on it. Part of the support coil was found inside of the introducer and it was found broke, the rest of the support coil, gripper and just the head piece of the embolic coil that it was still attached to the gripper was received separated of the unit in one (B)(4) bag. The rest of the support coil was inspected and one kink was noted on it while the gripper was found with wave condition in middle of it. The rest of the embolic coil was not received for evaluation. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented wave condition in middle of it. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The support coil was inspected under microscope and appears that it was elongated before it was broke/separated. The od from the delivery tube was measured and was found within specification according to document es05094 rev 8 and es05098 rev 15. The functional test could not be performed due to the conditions of the received unit. (Trufill dcs - several kinks). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "detachable coil delivery system (dcs) - impeded" could not be evaluated due the conditions of the received product. The failure as "delivery tube - separated-during use" was confirmed during the analysis. The cause of the separation apparently occurred due to excessive force was applied; this can be deduced because the support coil was found elongated. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place as per 637mi021 rev. 24 that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "detachable coil delivery system (dcs) - impeded" could not be evaluated due the conditions of the received product. The failure as "delivery tube - separated-during use" was confirmed during the analysis. The cause of the separation apparently occurred due to excessive force was applied; this can be deduced because the support coil was found elongated. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling factors may have contributed to the reported and confirmed complaints.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The trufill dcs was inspected and several kinks were found on the hypotube. The introducer was received zipped and residues of dry blood could be observed on it. Part of the support coil was found inside of the introducer and it was found broke, the rest of the support coil, gripper and just the head piece of the embolic coil that it was still attached to the gripper was received separated of the unit in one ziploc bag. The rest of the support coil was inspected and one kink was noted on it while the gripper was found with wave condition in middle of it. The rest of the embolic coil was not received for evaluation. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented wave condition in middle of it. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The introducer was inspected under microscope and appears that it was elongated before it was broke/separated. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. (Trufill dcs - several kinks). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "detachable coil delivery system (dcs) - impeded" could not be evaluated due the conditions of the received product. The failure as "delivery tube - separated-during use" was confirmed during the analysis. The cause of the separation apparently occurred due to excessive force was applied; this can be deduced because the support coil was found elongated. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure for the right gastric artery prior to reservoir placement, the coil was advanced in the microcatheter (detail unknown), friction was felt in the middle portion of the microcatheter and stuck in the mc. When all the system was pulled back to be removed from the patient's body, some friction was felt again. Separation was observed approx 20cm from the distal tip of the delivery system after removal. Another product was used to complete the case. The procedure was completed without adverse event. A constant and dedicated saline source was utilized at all times. After the device was stuck, no additional force or torque was applied to advance or removed the device, and after removal, other than the reported event, no other damages were noticed on the coil (kink, bend, fracture, separated, detached, etc), delivery system (kink, bend, separated, fracture, etc), or introducer (kink, bend, fracture, separated, etc). The vessel was not calcified and mildly tortuous.